Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the provided pictures identified the hose inlet is cracked and the hose is loose. As no product was returned, it is unknown which lot is tied to the failure. Both lots will be investigated. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified: only 1 of the 2 cuffs in the complaint was returned and inspected. The cuffs were from different lot numbers and there is no way to determine which lot the returned cuff is from. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A "bubble test" was done to determine location of the leak. It was determined the leak was located where the pvc tubing connects to the right angle connector on the left side port of the cuff. Also noted that the pvc tubing was dark/brown in color. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, there was an air leakage found on this product. Therefore, the surgeon used an alternative same product to complete the surgery. There was no harm to the patient and no delay in the surgery as a result of this malfunction.